Event description:
It was reported that after the atrial fibrillation case had completed, the patient had passed away. The patient had to be extubated, and they were preparing to transport the patient to recovery, when "extreme bradycardia and low blood pressure" were noticed in the patient. The patient also demonstrated "difficulty breathing." The physician was attempting to gain access in order to implant a pacer wire into the patient. At some point, the patient went into ventricular fibrillation (vfib) and passed away. Medical intervention was provided to patient; however, the details could not be confirmed. The patient passed away on (B)(6) 2025. Farapulse system was in use. The physician's opinion on the cause of the adverse event is patient condition, however the cause is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".